Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that there were concerns that the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). The longevity was at 39% in may and currently it is 16%. Technical services confirm that the power consumption is increasing in a gradual fashion and recommended device replacement. Currently the device remains in service. No adverse patient effects reported.

Event description:
It was reported that there were concerns that the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). The longevity was at 39% in may and currently it is 16%. Technical services confirm that the power consumption is increasing in a gradual fashion and recommended device replacement. Currently the device remains in service. No adverse patient effects reported. Additional information was later received from the field that confirms the s-ICD has been explanted and replaced successfully. There were no additional adverse effects to the patient.

Manufacturer narrative:
This report contains updates from additional information received. This includes impact to the patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, h6:impact codes, along with any other relevant fields have been updated. This report will be updated should additional information become available or if analysis is completed.